Event description:
Medtronic received information regarding axium coil that had detachment issues. It was reported that the patient was undergoing a coil embolization procedure to treat an aneurysm. The devices were prepared as indicated in the instructions for use (IFU). The axium coil did not detach despite 3 or 4 attempts to detach with the instant detacher (ID). Another ID was not tried but the physician attempts to detach the coil manually another 3 ties with the hypotube but the coil still did not fully detach, only partially. It was realized the the coil finally detached on its own when the next coil was being deployed, thus the coil was implanted. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was nothing out of the ordinary with the coil on the day it was used. The coil was finally deployed in the correct position so no additional retrieval was required.